Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The customer did not recall the blood glucose reading. The customer declined troubleshooting and was sent a new battery cap. The customer also reported weak battery alarms and battery out limit alarms. The customer was advised on recommended batteries to use. The customer also reported that the battery did not hold a charge for very long.